Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer has been issues with bent cannulas on her infusion set and wants an upgraded pump. She was wondering if it was because her daughter was very thin. At the time of the incident, the customer¿s blood glucose was 442 mg/dl. The caller said that the infusion set bent on the second day of insertion and had only been inserted for 36 hours. The recommended insertion technique as per the instructions per use was reviewed with the caller. She was advised to dispose of the infusion sets that were bent. The customer had high blood glucose and ketones and they were advised to speak with the healthcare provider in regards to the infusion sets and the number of bent cannulas she was having. They declined to troubleshoot for the high blood glucose. The insulin pump will not be returning for analysis.